Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: there was evidence of moisture behind the display lens. The pump was unresponsive with no audio tones or vibrations and a blank display. There was moisture contamination throughout the inside of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. An attempt to contact the patient has been made. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.